Event description:
Getinge became aware of an issue with one of our system table. During medical operation unusual lateral wobbling of the operating table was observed by the staff. There was no injury reported. However, we decided to report the issue based on the potential for serious injury if the situation, namely the instability of the table during a procedure with major clinical relevance, was to reoccur.